Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive detached due to stress problem. Olympus will continue to monitor field performance for this device.

Event description:
The cysto nephro videoscope was returned to the service center for preventive maintenance. During inspection of the device, the a-rubber bending section adhesive was found to be detached . There was no patient involvement.